Event description:
User allegedly had a meter that would not recognize the test strips after putting blood on the test location. User could "get a readout from the control solution she had but not when she [would] put her blood on the strips". Customer service sent a replacement meter.